Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 6. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not initiated therapy before connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted to the over pouch or carton in which the supplies were delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) stated that the supply bags disconnected while the home patient (hp) in dwell 4, causing the alarm. The technical service representative (tsr) explained the alarm and cleared it so that the hp could open the door. The tsr referred the hp to her on call registered nurse for further medical instructions. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.